Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was hospitalized from a malfunction by the insulin pump. It was found the customer had a motor error alarm on their insulin pump. Customer also reported their insulin pump was rewinding on its own, causing the customer's blood glucose to rise. The customer stated they were hospitalized for low blood glucose. It was also found the insulin pump's screen was cracked at the top right corner. Troubleshooting did not find a motor error alarm in the customer's alarm history. The customer's blood glucose was unknown at the time of the call. Customer will be calling back in regards to the hospitalization. No additional information provided.